Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in bvvi. Downloading of device image was attempted but it was aborted. The device was re-interrogated and it was noted that the device was working normally. It was noted that the diagnostics were cleared and parameters were programmed. Patient was asymptomatic and will continue to be monitored. No further information is available at this time.